Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing on the presenting rhythm and atrial high rate episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.